Event description:
One endeavor sprint otw stent was implanted to the prox lcx during index procedure. It is reported that the patient expired approximately 18 months post the index procedure. Death event was assessed as a cardiac death. Cause of death was cardiopulmonary arrest.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).